Manufacturer narrative:
Conclusion: customer to perform own repairs.

Event description:
It was reported that the brakes were not functional as the foot left caster was jammed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.